Event description:
It was reported that during a ptca procedure in a hazy appearing circumflex lesion there was difficulty in advancing both balloons and stents. One stent was placed but other attempts were unsuccessful. At that time the wire had backed out and it was elected to discontinue the procedure. However, the pt became hemodynamically unstable and it was discovered that a small circumflex branch had ruptured presumably from the wire. A pericardiocentesis was performed and the pt was sent to surgery. Pt also suffered from a ventricular perforation which was repaired in surgery.